Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa confirmed and reproduced the customer reported complaint while testing the iesu on an in-house system in normal mode. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was error m-11. The tse recommended the customer reboot the vio integrated electrosurgical generator unit (erbe). The customer performed the reboot, but the issue remained. The customer wanted to use the force triad generator. The tse guided the customer how to connect with the xi system. The procedure was completed as planned with no reported injury.